Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned to the co. Results of investigation conducted by appropriate engineers & technicians are listed below. Visual inspections & results: body assembly bowed, slightly; clip in jaw, no; clip stak pressure, good; clip staging, back from clip spr; clip track location, good; condition of cartridge cover tabs

Event description:
It was reported the device was used during a low anterior resection procedure. It was reported the mcl20 was fired, but would not release. The surgeon used scissors to cut tissue to free the device. There was no consequence to the pt. 6/17/97 it was reported another mcl20 was opened to complete the procedure.